Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator crt-d) system has a known issue with chronic atrial fibrillation (af) and it was noted that the right atrial (ra) lead was dislodged. An av node ablation procedure was performed. At this time, the system remains in service. No adverse patient effects were reported.